Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 35-year-old female patient, the device would intermittently not power up and was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal and external inspection of the device found no discrepancies. The power button responded appropriately and powered on the device within the normal time frames. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.